Event description:
It was reported that this right atrial (ra) lead exhibited episodes of noise and high capture threshold with stable impedance. The patient underwent a device replacement procedure and after the intervention, the ra lead exhibited high out of range pacing impedance and intermittent capture. The physician attempted to repair the lead without success and then a new lead was attempted to be implanted, however, the patient anatomy made it impossible to complete the implant procedure. Subsequently, the ra lead was surgically abandoned and the device reprogrammed. The ra lead is a non-boston scientific product. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).